Event description:
Customer noted smoke coming from the monitoring pad of the anesthesia machine. Customer turned anesthesia machine off. There was no reported pt injury. An ohmeda service representative checked the equipment and noted a burned out capacitor (c16) on the backplane board. The board was replaced and the unit functioned within MFR's specifications. The board was forwarded to the mfg site for investigation. The board was analyzed and the burned capacitor was confirmed. The exact cause of the failure could not be determined and is considered an isolated occurrence. This is the first MDR due to a burned c16 capacitor on a modulus cd anesthesia machine out of an installed base of approximately 2,747 units.